Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture (grade unknown).

Event description:
Patient reported unknown side capsular contracture (grade unknown), "allergic reactions such as rash, redness, and itchiness" and "had ultrasound and doctor told me the implant shrunk". Patient questioned if breast implants are linked to other cancers aside from alcl, and mentioned, [implant] almost killed patient several times. The device remains implanted.